Event description:
A pt was treated with the 6 mv x-ray beam and 15 degree wedge of a linear accelerator using monitor units computed for the 6 mv x-ray beam and 15 degree wedge of a different linear accelerator. This results in a 5% underdose to the pt per treatment for 24 out of 42 treatments although the error could have been much more significant (25-30%) had 30 or 45 degree wedges been used. The 5% error in dose is primarily due to the difference in wedge transmission factors owing to different wedge designs used on the two linacs. (The depth dose characteristics of the two machines are similar.) The problem represents a rare failure of co system of internal qa checks. It could possibly be avoided by 1) use of a record-and-verify system (an expensive option that hosp do not yet have at its institution) or 2) by replacing the wedges of the older device with those of the newer device which should result in similar wedge transmission factors for the nearly identical 6 mv x-ray beams. The MFR has been contacted regarding the latter option. (Also see 1005544.)